Event description:
Caller alleged discrepant results with the inratio meter compared tot he lab for patient #1. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 2.4. Time between testing: 10 minutes. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.